Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with instruction for use (IFU) which notes: "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." Based on the information provided and no product returned, investigation has concluded the cause of this event cannot be traced to the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation = unknown. PMA/510(k) number = k160884. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an atherectomy procedure of the left superficial femoral artery via right groin access, an advance 35 lp low profile balloon catheter ruptured. The (B)(6) year old male patient, weighing (B)(6) pounds, was reported to have a history of pain in the left leg. A cook 5 french sheath and cook inflation device were used during the procedure. The complaint device was inflated once with a 50/50 mixture of contrast to saline when it ruptured below nominal pressure, reportedly between 6 and 7 atmospheres. The 90% occluded lesion was reported to be "extremely calcified", however tortuosity was not reported. It is unknown if the balloon ruptured circumferentially or longitudinally. The balloon was not inflated inside a stent prior to rupture, and blood was noted in the inflation device. The balloon was removed successfully through the sheath. This event is reported under MDR 1820334-2019-00946. During the same procedure, a cxi support catheter was reported to separate. The user reported difficulty advancing the catheter due to an extreme calcium burden. When the physician attempted to remove the catheter, it became stuck. The user continued to pull the device in an attempt to remove it, and the distal tip separated and remained in the vessel with the proximal tip "right under the skin". The physician made a small incision in the skin and was able to remove the separated segment with a pair of tweezers. This event is reported under MDR 1820334-2019-00884. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.